Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('did you retain the essure device or any portion of it? Yes') and multiple sclerosis ('autoimmune disorder type of disorder: multiple sclerosis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy. Concurrent conditions included asthma, intervertebral disc operation, rash trunk, bowel wall thickening, drug allergy and hypermenorrhea. Concomitant products included cyanocobalamin, hydrocodone since 2016, levocetirizine dihydrochloride (xyzal) since 2017, magnesium since 2017, montelukast, oxycodone, peginterferon, peginterferon beta-1a (plegridy) since (B)(6) 2017 and vitamin d nos (vitamin d). In (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced mood swings ("hormonal changes describe: night sweats and mood swings"), night sweats ("hormonal changes describe: night sweats and mood swings"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue gotten worse over time") and alopecia ("hair loss"). In (B)(6) 2010, the patient experienced constipation ("gastrointestinal or digestive system condition type: bloating, constipation and diarrhea"), diarrhoea ("gastrointestinal or digestive system condition type: bloating, constipation and diarrhea") and abdominal distension ("gastrointestinal or digestive system condition type: bloating, constipation and diarrhea"). In (B)(6) 2011, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: utis,"), rash macular ("rashes or skin conditions type: splotchy red spots that itched") and urinary incontinence ("bladder or urinary problems or changes/ incontinence"). In may 2011, the patient experienced vaginal haemorrhage ("abdominal bleeding (vaginal, menorrhagia)") and menorrhagia ("abdominal bleeding (vaginal, menorrhagia)"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2014, the patient experienced confusional state ("neurological conditions or problems type: confusion, memory loss, tinnitus, dizziness"), dizziness ("neurological conditions or problems type: confusion, memory loss, tinnitus, dizziness"), amnesia ("neurological conditions or problems type: confusion, memory loss, tinnitus, dizziness"), tinnitus ("neurological conditions or problems type: confusion, memory loss, tinnitus, dizziness") and vision blurred ("neurological conditions or problems type: confusion, memory loss, tinnitus, dizziness, blurred vision"). In (B)(6) 2015, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2016, the patient experienced multiple sclerosis (seriousness criterion medically significant) and central nervous system lesion ("lesions on my brain and spine"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), migraine ("migraines / headaches"), arthralgia ("joint pain") and headache ("headaches"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the device breakage, multiple sclerosis, mood swings, night sweats, vaginal haemorrhage, menorrhagia, urinary tract infection, depression, rash macular, urinary incontinence, migraine, tooth disorder, confusional state, dizziness, amnesia, tinnitus, vision blurred, dysmenorrhoea, vaginal discharge, fatigue, weight increased, constipation, diarrhoea, alopecia and central nervous system lesion outcome was unknown and the pelvic pain, abdominal pain, abdominal distension, arthralgia and headache was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, arthralgia, central nervous system lesion, confusional state, constipation, depression, device breakage, diarrhoea, dizziness, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, mood swings, multiple sclerosis, night sweats, pelvic pain, rash macular, tinnitus, tooth disorder, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: if you had your essure removed, did you retain the essure device or any portion of it? Yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 22-oct-2019: pfs & mr received: date of removal and events onset date were added. New events device breakage, night sweats, mood swings, menorrhagia, vaginal bleeding, uti, depression, multiple sclerosis, splotchy red spots, urinary incontinence, dental problems, confusion, memory loss, tinnitus, dizziness, blurred vision, dysmenorrhea, pain, vaginal discharge, fatigue, weight gain, bloating, constipation, diarrhea, hair loss, pelvic pain, abdominal pain, joint pain were added. Reporters, patient demographics, lab data, medical history, concomitant condition and drugs were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('did you retain the essure device or any portion of it? Yes') in an adult female patient who had essure (batch no. 774378) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy. Concurrent conditions included asthma, intervertebral disc operation, rash trunk, bowel wall thickening, drug allergy and hypermenorrhea. Concomitant products included cyanocobalamin, hydrocodone since 2016, levocetirizine dihydrochloride (xyzal) since 2017, magnesium since 2017, montelukast, oxycodone, peginterferon, peginterferon beta-1a (plegridy) since (B)(6) 2017 and vitamin d nos (vitamin d). In 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced mood swings ("hormonal changes describe: night sweats and mood swings"), night sweats ("hormonal changes describe: night sweats and mood swings"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue gotten worse over time") and alopecia ("hair loss"). In (B)(6) 2010, the patient experienced constipation ("gastrointestinal or digestive system condition type: bloating, constipation and diarrhea"), diarrhoea ("gastrointestinal or digestive system condition type: bloating, constipation and diarrhea") and abdominal distension ("gastrointestinal or digestive system condition type: bloating, constipation and diarrhea"). In (B)(6) 2011, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: utis,"), rash macular ("rashes or skin conditions type: splotchy red spots that itched") and urinary incontinence ("bladder or urinary problems or changes/ incontinence"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abdominal bleeding (vaginal, menorrhagia)") and menorrhagia ("abdominal bleeding (vaginal, menorrhagia)"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2014, the patient experienced confusional state ("neurological conditions or problems type: confusion, memory loss, tinnitus, dizziness"), dizziness ("neurological conditions or problems type: confusion, memory loss, tinnitus, dizziness"), amnesia ("neurological conditions or problems type: confusion, memory loss, tinnitus, dizziness"), tinnitus ("neurological conditions or problems type: confusion, memory loss, tinnitus, dizziness") and vision blurred ("neurological conditions or problems type: confusion, memory loss, tinnitus, dizziness, blurred vision"). In (B)(6) 2015, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2016, the patient experienced multiple sclerosis ("autoimmune disorder type of disorder: multiple sclerosis") and central nervous system lesion ("lesions on my brain and spine"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), migraine ("migraines / headaches"), arthralgia ("joint pain"), headache ("headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (hysterectomy (full), with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, multiple sclerosis, mood swings, night sweats, vaginal haemorrhage, menorrhagia, urinary tract infection, depression, rash macular, urinary incontinence, migraine, tooth disorder, confusional state, dizziness, amnesia, tinnitus, vision blurred, dysmenorrhoea, vaginal discharge, fatigue, weight increased, constipation, diarrhoea, alopecia, central nervous system lesion and dyspareunia outcome was unknown and the pelvic pain, abdominal pain, abdominal distension, arthralgia and headache was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, arthralgia, central nervous system lesion, confusional state, constipation, depression, device breakage, diarrhoea, dizziness, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, mood swings, multiple sclerosis, night sweats, pelvic pain, rash macular, tinnitus, tooth disorder, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: if you had your essure removed, did you retain the essure device or any portion of it? Yes. Plaintiff received treatment for pelvic pain, abdominal pain, dyspareunia, dysmenorrhea, autoimmune disorder: multiple sclerosis, psych injury, bladder or urinary problems. Date(s) of insertion: (B)(6) 2010 (discrepancy noted as per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2018: that everything was in place and looked to be fine. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 11-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('did you retain the essure device or any portion of it? Yes') and multiple sclerosis ('autoimmune disorder type of disorder: multiple sclerosis') in an adult female patient who had essure (batch no. 774378) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy. Concurrent conditions included asthma, intervertebral disc operation, rash trunk, bowel wall thickening, drug allergy and hypermenorrhea. Concomitant products included cyanocobalamin, hydrocodone since 2016, levocetirizine dihydrochloride (xyzal) since 2017, magnesium since 2017, montelukast, oxycodone, peginterferon, peginterferon beta-1a (plegridy) since (B)(6)2017 and vitamin d nos (vitamin d). In 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6)2010, the patient had essure inserted. In (B)(6)2010, the patient experienced mood swings ("hormonal changes describe: night sweats and mood swings"), night sweats ("hormonal changes describe: night sweats and mood swings"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue gotten worse over time") and alopecia ("hair loss"). In (B)(6)2010, the patient experienced constipation ("gastrointestinal or digestive system condition type: bloating, constipation and diarrhea"), diarrhoea ("gastrointestinal or digestive system condition type: bloating, constipation and diarrhea") and abdominal distension ("gastrointestinal or digestive system condition type: bloating, constipation and diarrhea"). In (B)(6)2011, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: utis,"), rash macular ("rashes or skin conditions type: splotchy red spots that itched") and urinary incontinence ("bladder or urinary problems or changes/ incontinence"). In (B)(6)2011, the patient experienced vaginal haemorrhage ("abdominal bleeding (vaginal, menorrhagia)") and menorrhagia ("abdominal bleeding (vaginal, menorrhagia)"). In (B)(6)2011, the patient was found to have weight increased ("weight gain"). In (B)(6)2013, the patient experienced depression ("psychological or psychiatric problems condition: depression"). In (B)(6)2014, the patient experienced confusional state ("neurological conditions or problems type: confusion, memory loss, tinnitus, dizziness"), dizziness ("neurological conditions or problems type: confusion, memory loss, tinnitus, dizziness"), amnesia ("neurological conditions or problems type: confusion, memory loss, tinnitus, dizziness"), tinnitus ("neurological conditions or problems type: confusion, memory loss, tinnitus, dizziness") and vision blurred ("neurological conditions or problems type: confusion, memory loss, tinnitus, dizziness, blurred vision"). In (B)(6)2015, the patient experienced tooth disorder ("dental problems"). In (B)(6)2016, the patient experienced multiple sclerosis (seriousness criterion medically significant) and central nervous system lesion ("lesions on my brain and spine"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), migraine ("migraines / headaches"), arthralgia ("joint pain"), headache ("headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (hysterectomy (full), with bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the device breakage, multiple sclerosis, mood swings, night sweats, vaginal haemorrhage, menorrhagia, urinary tract infection, depression, rash macular, urinary incontinence, migraine, tooth disorder, confusional state, dizziness, amnesia, tinnitus, vision blurred, dysmenorrhoea, vaginal discharge, fatigue, weight increased, constipation, diarrhoea, alopecia, central nervous system lesion and dyspareunia outcome was unknown and the pelvic pain, abdominal pain, abdominal distension, arthralgia and headache was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, arthralgia, central nervous system lesion, confusional state, constipation, depression, device breakage, diarrhoea, dizziness, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, mood swings, multiple sclerosis, night sweats, pelvic pain, rash macular, tinnitus, tooth disorder, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: if you had your essure removed, did you retain the essure device or any portion of it? Yes. Plaintiff received treatment for pelvic pain, abdominal pain, dyspareunia, dysmenorrhea, autoimmune disorder: multiple sclerosis, psych injury, bladder or urinary problems. Date(s) of insertion: (B)(6)2010 (discrepancy noted as per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6)2018: that everything was in place and looked to be fine. Hysterosalpingogram - on (B)(6)2011: total bilateral occlusion. Further company follow-up with the lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 10-feb-2020: pfs received. Lot number was added. Lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('did you retain the essure device or any portion of it? Yes') and multiple sclerosis ('autoimmune disorder type of disorder: multiple sclerosis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy. Concurrent conditions included asthma, intervertebral disc operation, rash trunk, bowel wall thickening, drug allergy and hypermenorrhea. Concomitant products included cyanocobalamin, hydrocodone since 2016, levocetirizine dihydrochloride (xyzal) since 2017, magnesium since 2017, montelukast, oxycodone, peginterferon, peginterferon beta-1a (plegridy) since august 2017 and vitamin d nos (vitamin d). In 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced mood swings ("hormonal changes describe: night sweats and mood swings"), night sweats ("hormonal changes describe: night sweats and mood swings"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue gotten worse over time") and alopecia ("hair loss"). In (B)(6) 2010, the patient experienced constipation ("gastrointestinal or digestive system condition type: bloating, constipation and diarrhea"), diarrhoea ("gastrointestinal or digestive system condition type: bloating, constipation and diarrhea") and abdominal distension ("gastrointestinal or digestive system condition type: bloating, constipation and diarrhea"). In (B)(6) 2011, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: utis,"), rash macular ("rashes or skin conditions type: splotchy red spots that itched") and urinary incontinence ("bladder or urinary problems or changes/ incontinence"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abdominal bleeding (vaginal, menorrhagia)") and menorrhagia ("abdominal bleeding (vaginal, menorrhagia)"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2014, the patient experienced confusional state ("neurological conditions or problems type: confusion, memory loss, tinnitus, dizziness"), dizziness ("neurological conditions or problems type: confusion, memory loss, tinnitus, dizziness"), amnesia ("neurological conditions or problems type: confusion, memory loss, tinnitus, dizziness"), tinnitus ("neurological conditions or problems type: confusion, memory loss, tinnitus, dizziness") and vision blurred ("neurological conditions or problems type: confusion, memory loss, tinnitus, dizziness, blurred vision"). In (B)(6) 2015, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2016, the patient experienced multiple sclerosis (seriousness criterion medically significant) and central nervous system lesion ("lesions on my brain and spine"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), migraine ("migraines / headaches"), arthralgia ("joint pain"), headache ("headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (hysterectomy (full), with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, multiple sclerosis, mood swings, night sweats, vaginal haemorrhage, menorrhagia, urinary tract infection, depression, rash macular, urinary incontinence, migraine, tooth disorder, confusional state, dizziness, amnesia, tinnitus, vision blurred, dysmenorrhoea, vaginal discharge, fatigue, weight increased, constipation, diarrhoea, alopecia, central nervous system lesion and dyspareunia outcome was unknown and the pelvic pain, abdominal pain, abdominal distension, arthralgia and headache was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, arthralgia, central nervous system lesion, confusional state, constipation, depression, device breakage, diarrhoea, dizziness, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, mood swings, multiple sclerosis, night sweats, pelvic pain, rash macular, tinnitus, tooth disorder, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: if you had your essure removed, did you retain the essure device or any portion of it? Yes. Plaintiff received treatment for pelvic pain, abdominal pain, dyspareunia, dysmenorrhea, autoimmune disorder: multiple sclerosis, psych injury, bladder or urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. New event dyspareunia was added. Date of insertion, lab data was updated. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('did you retain the essure device or any portion of it? Yes') and multiple sclerosis ('autoimmune disorder type of disorder: multiple sclerosis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy. Concurrent conditions included asthma, intervertebral disc operation, rash trunk, bowel wall thickening, drug allergy and hypermenorrhea. Concomitant products included cyanocobalamin, hydrocodone since 2016, levocetirizine dihydrochloride (xyzal) since 2017, magnesium since 2017, montelukast, oxycodone, peginterferon, peginterferon beta-1a (plegridy) since august 2017 and vitamin d nos (vitamin d). In (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced mood swings ("hormonal changes describe: night sweats and mood swings"), night sweats ("hormonal changes describe: night sweats and mood swings"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue gotten worse over time") and alopecia ("hair loss"). In (B)(6) 2010, the patient experienced constipation ("gastrointestinal or digestive system condition type: bloating, constipation and diarrhea"), diarrhoea ("gastrointestinal or digestive system condition type: bloating, constipation and diarrhea") and abdominal distension ("gastrointestinal or digestive system condition type: bloating, constipation and diarrhea"). In (B)(6) 2011, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: utis,"), rash macular ("rashes or skin conditions type: splotchy red spots that itched") and urinary incontinence ("bladder or urinary problems or changes/ incontinence"). In may 2011, the patient experienced vaginal haemorrhage ("abdominal bleeding (vaginal, menorrhagia)") and menorrhagia ("abdominal bleeding (vaginal, menorrhagia)"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2014, the patient experienced confusional state ("neurological conditions or problems type: confusion, memory loss, tinnitus, dizziness"), dizziness ("neurological conditions or problems type: confusion, memory loss, tinnitus, dizziness"), amnesia ("neurological conditions or problems type: confusion, memory loss, tinnitus, dizziness"), tinnitus ("neurological conditions or problems type: confusion, memory loss, tinnitus, dizziness") and vision blurred ("neurological conditions or problems type: confusion, memory loss, tinnitus, dizziness, blurred vision"). In (B)(6) 2015, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2016, the patient experienced multiple sclerosis (seriousness criterion medically significant) and central nervous system lesion ("lesions on my brain and spine"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), migraine ("migraines / headaches"), arthralgia ("joint pain") and headache ("headaches"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the device breakage, multiple sclerosis, mood swings, night sweats, vaginal haemorrhage, menorrhagia, urinary tract infection, depression, rash macular, urinary incontinence, migraine, tooth disorder, confusional state, dizziness, amnesia, tinnitus, vision blurred, dysmenorrhoea, vaginal discharge, fatigue, weight increased, constipation, diarrhoea, alopecia and central nervous system lesion outcome was unknown and the pelvic pain, abdominal pain, abdominal distension, arthralgia and headache was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, arthralgia, central nervous system lesion, confusional state, constipation, depression, device breakage, diarrhoea, dizziness, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, mood swings, multiple sclerosis, night sweats, pelvic pain, rash macular, tinnitus, tooth disorder, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: if you had your essure removed, did you retain the essure device or any portion of it? Yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in february 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.